Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer "would check the pump supplies" and resume insulin therapy. There was no adverse impact to customer¿s blood glucose level.